Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery ("I have had a few surgeries") and experienced anxiety ("I have terrible anxiety") and nausea ("nauseous feeling"). The patient was treated with surgery (multiple surgery unspecified and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, surgery, anxiety and nausea outcome was unknown. The reporter considered anxiety, medical device removal, nausea and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information was added. New event added medical device removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('I have had a few surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and experienced anxiety ("I have terrible anxiety") and nausea ("nauseous feeling"). The patient was treated with surgery (multiple surgery unspecified). Essure treatment was not changed. At the time of the report, the surgery, anxiety and nausea outcome was unknown. The reporter considered anxiety, nausea and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('I have had a few surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and experienced anxiety ("I have terrible anxiety") and nausea ("nauseous feeling"). The patient was treated with surgery (multiple surgery unspecified). Essure treatment was not changed. At the time of the report, the surgery, anxiety and nausea outcome was unknown. The reporter considered anxiety, nausea and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.